Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. Since it was an ostial segment of the target lesion, the device was a little bit bent. The procedure was completed with a different device. No patient complications were reported.